Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and the implantable pulse generator (ipg) exhibited invalid data and power on reset due to radiation therapy received by the patient. The ipg remains in use. No further patient complications have been reported as a result of this event.